Manufacturer narrative:
The power supply cord was received. Visual evaluation revealed frayed wires on the power supply box. Due to the condition of the power supply a performance test was not required. Reported event was visually confirmed.

Event description:
The patient reported exposed wires on the cord attached to power supply box. The power cords were replaced and there were no adverse consequences reported by the patient.